Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alerts even when connected with standard charging equipment and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer support instructed caller to leave charger connected to confirmed working outlet for at least 30 minutes to see if pump would begin charging, and support planned to follow up, with no additional information received regarding the outcome of the event.